Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The power cable was returned to the manufacturer. Functional testing found that the component had no issues and performed within spe cifications. The cable was repaired by a 3rd party. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the power cable had a loose prong and was causing the system to loser power. The sites biomed came in while in the case and cut the cable short to resolved the issue. There was a reported delay of less than one hour and no impact to patient outcome.